Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient experienced erosion of the mesh and underwent a pubovaginal cuff revision on (B)(6) 2004. The patient experienced constipation, adhesions or scar tissue obstructing the bowels. (B)(6). (B)(4) constipation.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal cuff revision with excision of foreign body; due to genuine stress incontinence. The patient experienced additional surgeries, pain, bleeding, stress, anxiety, constipation and adhesions or scar tissue obstructing bowels. It was reported that the patient underwent mesh revision/removal on (B)(6) 2004 due to erosion.